Manufacturer narrative:
One opened knife was received with a foam protector in a blister for the report of a burr. The sample was visually inspected and was found non-conforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the products acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The sample evaluation did not confirm the burr as reported by the customer. The exact root cause for the damaged tip seen on the returned sample could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a blade presented with a burr during surgery. The blade was replaced and the surgery was completed. There was no patient harm.